Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leaking due to a nick in the tubing. The customer stated the set was not saved and is not available for evaluation.

Event description:
Customer reported per medwatch report "new IV tubing hung with levophed infusing. Pt's bp dropped. Noted medication was leaking from large nick in the tubing. The nick was between the pump and the pt so the pump did not alarm. New tubing primed and pt given medication. No long term harm to pt. Tubing and wrappers in the garbage which has already been removed and disposed of, so no lot numbers or other information available. Tubing not saved." Although requested, no additional event or pt information provided.